Manufacturer narrative:
Despite no evident or systematic deviation from device instruction for use could be identified in this specific case, however, the source of contamination is most likely related to location where device is used/stored.

Event description:
See initial report.

Manufacturer narrative:
H10: through follow-up communication under previous complaint from the same hospital, livanova learned that the device was cleaned regularly as per the instructions for use and that it was placed outside the operating theater during use. Reportedly the device is stored drained and subjected to h2o2 daily monitoring. Furthermore, patient reusable blankets are not used; a disposable pall-aquasafe water filter with an 0.2 m membrane or an equivalent one is used for tap water; prior to initial operation and prior to storing the heater-cooler's surfaces and water circuits are disinfected and also after every operation; 3t aerosol collection set is replaced after the allowed use period. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in turin, italy. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera during post-disinfection test. The laboratory report confirming the reported contamination has been provided to livanova. There is no report of patient injury.